Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. D4: batch # . Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45w reload present. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, the right-side articulation buttons were found hard to press during testing. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, there was excessive conformal coating on the right side of the pcb, causing interference when attempting the press the articulation buttons on the right side. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. The damage to the articulation button is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 633c46, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/4/2024. D4: batch # unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No the device wasn¿t used on tissue. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The customer attempted to open the device with the anvil release button, but it wouldn¿t open. They used the home button but the device didn¿t have power so they just removed the device from the trocar. Did the jaws eventually open? No. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the echelon 3000 wouldn't articulate or open for the first firing. A second device was pulled and it worked fine. There was no other issues during the case. No patient harm.